Event description:
Co received a medwatch report, access #101285. The problem as stated on the medwatch report follows: "pt had serious diabetes problems. Strip gave a reading of 30 points below pt actual blood glucose. Pt had to be hospitalized. Pharmacist compared blood glucose using co's strip with another co's strip. Co strip gave inacurative(sic) blood glucose reading." The report was filed by a reporter who requested anonymity. For this reason no add'l info can be obtained. The co rep. Has contacted the FDA to determine whether the test strips are available for evaluation as indicated in the medwatch report and will notify qa/ra.